Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset alert and malfunction alarm were received. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.